Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wire separated on the jaw of the vasoview hemopro. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned on the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event.